Manufacturer narrative:
The device was received with the introducer sheath separated from the handle. Visual inspection of the returned device revealed that the distal tip of the balloon shaft was slightly curled, probably the result of multiple attempts to insert the device into the procedural sheath. During the investigation, slight resistance was experienced when attempting to insert the balloon shaft into the introducer. A dilator was inserted in the introducer hub to open up the valve, then the balloon shaft insertion step was repeated without difficulty. Based on the provided information and the investigation performed, the probable cause of the reported incident could not be conclusively determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1511402) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the tip of the wire bent (buckled) while inserting it into the sheath in the groin which rendered the device inoperable. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. In the doctor's opinion, the event was caused by the mynx device/mynx procedure because the wire on the mynx ace failed to enter the sheath because of damage to the wire. Procedure type: intervention peripheral vessel size: 6 mm sheath size: 6f.